Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. As the occlusion was not occurring at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.